Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose ranging from 225 mg/dl to almost 500 mg/dl. The customer has been bolusing every hour and has changed the set, blood glucose then was down to 250 mg/dl and later to 198 mg/dl. Customer does not want to troubleshoot. Customer was advised to contact their doctor for appropriate settings. The insulin pump was not replaced or returned for analysis.